Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found; full lead returned and analyzed. There was blood in/on the helix, and the outer insulation was cut.

Event description:
It was reported that there was right atrial lead dislodgement. The lead was explanted and replaced. No patient complications were reported as a result of this event.